Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Company representative reported "pain (reconstructed breast): grade: [I] observation (pain within self-control). Seroma (within 12 months): grade: [I] observation.". This record is for the unknown-side. Device status unknown.